Event description:
The pump was placed on (B)(6) 2016 for lv support. Placed with 62cm transeptal cannula via the right femoral vein and protek 17 fr arterial cannula via the left femoral artery. Staff initiated support and immediately felt vibration in the pump. The pump ran for a couple of minutes and stopped. They replaced the pump but kept using the same controller. An error message on the controller would not clear so they also replaced the controller. Both pump and controller were returned for evaluation.